Event description:
Information was received from a patient via a manufacturer representative who was implanted with an implantable neurostimulator (INS) for urinary dysfunction. It was reported that the patient reported to the rep that they were having a lead revision due to a serious fall. The patient attempted to sit in a chair and the legs of the chair "exploded" and the patient fell directly on their buttocks. After this event the patient's symptoms returned to baseline and the patient contacted their implanting physician for assistance. The lead had migrated due to the fall so a revision was required.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Section D references the main component of the system. Other medical products in use during the event include: Brand Name SureScan; Product ID 978B128 (Lot: VA36GX7); Product Type: 0200-LEAD; Implant Date (b)(6) 2025; Explant Date (b)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.